Manufacturer narrative:
On may 13, 2024, mentor became aware that an error was inadvertently submitted in the initial report. Manufacturer¿s reference number: (B)(4).in the initial report, g3 date received by manufacturer should have been populated with (B)(6) 2024.

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with a 535cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade IV capsular contracture of the right breast, which was confirmed during a physical exam. As a result, the patient underwent removal surgery on (B)(6) 2024.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).